Event description:
It was reported to the manufacturer that the site's handheld screen froze during use. The handled will not be returned to the manufacturer for analysis as the user reported to have misplaced the device.